Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) facility as part of a (B)(4) lot in november of 2015. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
The complaint indicates that the applier didn't release a clip after ligation during surgery. The user repeated the handle grip and release movement and the clip released. The clip did not fall in the patient's body. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The complaint indicates that the applier didn't release a clip after ligation during surgery. The user repeated the handle grip and release movement and the clip released. The clip did not fall in the patient's body. The patient's condition was reported as fine.